Event description:
Customer reported receiving a button error alarm on her insulin pump. Blood glucose level was 123 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked battery tube threads.